Event description:
It was reported that the device was explanted due to eri status approximately 77 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status, which was activated on (B)(6) 2022, confirming the clinical observation. Therefore, the pacemakers memory content was analyzed indicating no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In summary, the pacemaker was fully functional. The battery condition was found to be normal and as expected. The analysis did not reveal any sign of a material or manufacturing problem.